Manufacturer narrative:
In the surgical technique for this system, it defines that the pedicle preparation includes tapping the screw hole prior to implanting the screw. In this case, the surgeon did not follow this technique but rather tried to advance the screw without tapping the hole. This most likely caused these screw drivers to break during insertion. Instruments have not been returned.

Event description:
During a posterior spinal rod fusion surgery, the surgeon broke 7 screw drivers while trying to place an 8.5mm diameter pedicle screw into the patient. The surgeon did not tap the screw hole prior to inserting the screw. This delayed the surgery approximately 60 minutes. All broken screw driver tips were removed from the patient. There was no affect on the patient and the surgery was completed successfully.